Manufacturer narrative:
The avl monitor returned to verathon for evaluation. Technical services could not confirm the reported loss of video image. The avl monitor was powered on and off several times with a test video baton attached and the image was displayed and remained visible. The avl monitor was left powered on for one (1) hour with the test baton attached. The cable of the video baton was manipulated every ten (10) minutes with no loss of video detected. However, it was noted the image on the avl monitor was shifting. The video shifting was isolated to the digital core pcba. The digital core pcba was replaced and the avl monitor passed all video tests and was returned to the customer. Corrective action is not required.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 06/01/2011 and the one (1) year warranty period has expired. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video monitor lost the video image and it returned several seconds later. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.